Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd autoshield¿ duo safety pen needle had foreign matter located at the needle tip. Found before use. No serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: one opened 30g x 5mm asd sample and two photos were returned from an unknown lot. No., cat. No. 329705. Visual examination of the returned sample was carried out and it was observed that there was a hair in the cover. Visual examination of the returned sample was carried out and it was observed that there was a hair in the cover. No DHR review can be carried out as the lot number is unknown. Investigation conclusion: following a review of the garbing controls in place the hair was determined to come off an associate¿s coat. Q-sop-055-dl is the procedure required to be followed in the manufacturing areas. The following controls are in place to ensure general hygiene and current good manufacturing practices (cgmp) to be adhered to by bd associates and visitors within the facility.